Event description:
It was reported, that "they were unable to inflate cuff upon insertion." There was no reported patient injury and / or change in therapy. The involved device is reportedly available for return, but has not been received as on the date on this report. Limited info provided., no phone number, address or state known.